Event description:
It was reported that catheter fractured occurred. The 75% stenosed 20 mm in length, 3 mm diameter target lesion was located in a moderately tortuous and mildly and moderately calcified left circumflex artery. When the opticross imaging catheter was unpacked, it was noted that the catheter was creased and fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable.

Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that catheter fractured occurred. The 75% stenosed 20 mm in length, 3 mm diameter target lesion was located in a moderately tortuous and mildly and moderately calcified left circumflex artery. When the opticross imaging catheter was unpacked, it was noted that the catheter was creased and fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable. It was further reported catheter was kinked and not fractured.